Event description:
It was reported that target lesion was at the bifurcation between the obtuse marginal and the proximal circumflex. A 5fr straight guiding catheter was engaged in a 6fr guiding catheter for support up to the short of the diagonal lad. A cypher stent was deployed in the diagonal lad, and an attempt was made to stent another cypher in the proximal circumflex, but the stent did not cross. Another co's stent was delivered to the circumflex, but it did not cross either. Another co's balloon was advanced to the lesion in order to dilate the lesion, but it seemed to be going into the lad. Even the whisper guide wire had been engaged in the circumflex. As backward blood flowed into the balloon catheter, the balllon was removed out of the pt and it was found to be ruptured. Also, the whisper guide wire was found to be separated. The separated guide wire remained in the circumflex. A snare was used in an attempt to remove the separated guide wire, but the attempt was not successful. It had been more than three hours since the procedure had been started, so the procedure was ended. Three days later, a second procedure was successfully performed removing the remaining separated guide wire from the pt. No additional info was available.